Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log shows error 1310. Functional testing found the downstream occlusion (dso) sensor was damaged. The dso sensor was replaced. The error 1310 was warning about an old real time clock battery which was also replaced.

Event description:
It was reported that last error code 1310 was observed. The problem reported occurred before a patient was set up, when the nurse wanted to program with medical data. The nurse was unable to enter the medical data, and the system went into alarm.